Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer requested preventive maintenance be performed on this device. The manufacturer's field service engineer (fse) was dispatched to the hospital and clarified the unit was not functioning. There was no patient involvement.

Manufacturer narrative:
The facility's biomedical technician reported that this device will not be repaired, has been taken out of service, and put in storage. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.